Event description:
High rv lead thresholds and high impedance. Rv lead was explanted and replaced. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).